Event description:
It was reported that a solution administration set leaked. The reporter stated that the set became disconnected just below the chamber, leaking an unknown drug onto the floor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) initial reporter: phone number (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: an unused companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pull testing was performed between the tubing and the drip chamber, and no disconnections occurred. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.